Event description:
A customer reported occlusion during surgery. The tip was exchanged but occlusion happened again. The procedure was able to be completed with no harm to the pt. Additional info has been requested.

Manufacturer narrative:
The investigation is in progress. A sample has not been returned for eval. A root cause has not been identified. (B)(4).